Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that during use, the catheter comes off form the catheter connector. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of dislodgement of a groshong catheter from its connector was confirmed. The product returned for evaluation was one 4 fr groshong nxt two-piece connector. The investigation findings are consistent advancement of the compression sleeve prior to insertion of the catheter. The returned product sample was evaluated and the following observations were made which were consistent with mishandling of the distal connector or improper connector assembly: ¿ an attempt to insert a non-complainant 4fr groshong nxt clearvue catheter into the distal connector piece failed. The catheter would pass through the clear strain relief sleeve but would not pass through the bore of the distal connector ¿ the distal connector piece was bisected, longitudinally, in order to inspect the condition of the inner compression sleeve and the sleeve was subsequently found to be in the locked position ¿ mechanical damage was observed on both the distal and proximal connector pieces, which was indicative of premature assembly of the connector. This will result in advancement of the compression sleeve which will prevent passage of the catheter insertion of flushing adaptors, or other devices, into the distal connector piece will change the position of the inner catheter compression sleeve and render the connector unusable for later assembly. Additionally, the connector assembly should not be preassembled or pre-fit prior to the final assembly step as this will also advance the inner catheter compression sleeve. The product IFU contains instructions for proper product assembly and adherence to the instruction steps will avoid this type of event. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that during use, the catheter comes off form the catheter connector. There was no reported patient injury. No other information was provided.